Manufacturer narrative:
Pump received with high stop current due to damage out of box voltage leak on interface board.

Event description:
It was reported that the insulin pump had unexpected battery power loss. Customer's blood glucose value was 7 mmol/l at the time of the incident. Customer stated that alarm was occurred. The customer was assisted with troubleshooting for unexpected power loss. Device will return device for analysis.